Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device had an inaccurate longevity calculation in the system. The device was checked in the clinic with a magnet rate of ninety and when it was re-checked after two months the magnet rate was now 100 with one year remaining. A boston scientific technical services (ts) explained the possibility that the device was being on a current bin boundary. The ts also discussed that the options to be considered would be to continue to check the device in a two months interval and to do a memory dump for engineering to review the data. The ts also stated that if the device trips elective replacement indicator (eri) it will lose rate response and stored electrogram (egm). The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received indicating that this pacemaker was explanted. No additional adverse patient effects were reported.